Event description:
The was revised because of loosening of the tibial tray.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the as400 found 12 pieces were released for distribution in 1998. A search of the complaint database found no prior reports for this part and lot number combination. The tibial has been implanted since 1998, 11 years. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.